Event description:
It was reported that the 60 in ultra minibore extension set experienced component separation. The following information was provided by the initial reporter: material #: me2017, batch/ lot #: unknown. I was starting an antibiotic on patient and the end plastic piece broke off. Outcome - had to replace entire line.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: the customer reported that the end plastic piece broke off and returned the affected sample. The plastic piece containing the threads of the male luer was broken and the complaint is verified. The luer was observed under the microscope but the root cause could not be determined. The break could've happened from use error, during packaging/transit, or accidental breakage. A device history record review could not be performed on model me2017, because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 60 in ultra minibore extension set experienced component separation. The following information was provided by the initial reporter: material #: me2017, batch/ lot #: unknown. I was starting an antibiotic on patient and the end plastic piece broke off. Outcome - had to replace entire line.